Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a motor error alarm, and a crack in the reservoir compartment. The customer reported no adverse events. The event involved product(s) mmt-551nas. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. The customer will continue using the device, and no product return is required for mmt-551nas.

Manufacturer narrative:
Pump passed the displacement test and rewind test. However, unit received with motor error alarm during the basic occlusion test. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to loose/protruded support disk. Pump history download using thds was successful. However, there is no data available on (B)(6) 2024, unable to perform data analysis for motor error complaint. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, unit received with motor error alarm was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.